Manufacturer narrative:
Conclusion: product did not contribute to this event. Product not returned. Complaint history reviewed. There was no complaint stated for this component. Analysis shows no trend for item/lot. This event occurred in (B)(6).

Event description:
Allegedly, the component was removed during the revision of another component.

Event description:
Allegedly the component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00458. This event occurred in (B)(6).